Event description:
It was reported via facility med watch report that "patient had inferior vena cava (ivc) filter placed 8 years ago at an outside hospital. The filter broke with piece lodging in the patient's heart/pulmonary artery." No additional information is known at this time.

Manufacturer narrative:
The event coincides with the user facility report medsun #(B)(4). Photographs received from the user facility confirms the brand name of the device is a recovery filter system (rf048f) not g2 filter as originally reported. The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.